Event description:
It was reported by the customer that during the procedure, the green light on the driver would not illuminate. When the power sense cable leading into the drive was flexed, the driver functioned properly. By flexing the cable, the case was able to be finished with no patient consequence. The driver is to be sent in for repair.